Event description:
Account reports 3 incidents of leaking from the barrel of the stopcocks. This was noted 2 times while doing a nuclear study and the nuclear medication spilled closing the lab for 3 days. No injury from the spill or from the leaking.